Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump settings were changed by customer's healthcare team. Subsequently, the customer's blood glucose elevated to over 540 mg/dl which were addressed appropriately. Customer's healthcare team reviewed pump settings.